Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had been receiving large differences between sensor and blood glucose level readings. The customer also reported a recent event in which her blood glucose level was 29 mg/dl. The customer was advised as to the proper calibration techniques. The insulin pump was not replaced or returned for analysis.